Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that cutting failure of probe occurred during surgery. The condition of aspiration and actuation is unknown. The surgery was completed after replacing the pak with another one.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. One opened probe was received with a tip protector, in a tray, for the report of cutting failure. The sample was visually inspected and was found to be non-conforming with sticky foreign matter on the needle and in the inner diameter of the port. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and cut and was found non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area of the inner cutter. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference in the probe and once the interference was removed (probe needle and outer shell) the probe was able to actuate. The sample evaluation does not confirm the reported cut failure. The returned sample was found to be conforming for the functional cut test. Unrelated to the reported event, the evaluation indicated that the probe had an actuation issue. The most likely root cause for the actuation issue is the observed damage and wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement (actuation) of the cutter shaft. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No action was taken as the probe was manufactured to specifications and passed the functional cut tests. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).